Manufacturer narrative:
Block h6: imdrf code a06 captures the reportable event of loss of visualization detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-05770 for the exalt model d scope and this report for the exalt d controller. It was reported that an exalt model d scope was used with an exalt d controller during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6), 2025. During the procedure, the scope malfunctioned causing loss of visualization. The procedure was completed with the original device. There was no patient complications reported as a result of the event.